Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, this valve model 3300tfx23mm implanted in aortic position was explanted from this 69 years-old patient after an implant duration of 7 days due to a dehiscence leading to perivalvular leak (pvl). As reported, difficulties were encountered intraoperatively during the decalcification of the native annulus and during the suture placement, but no pvl was detected on post-intervention echocardiography. However, on pre-discharge echocardiography, a leak was detected because of the stitch corresponding to the left coronary area gave way. The patient presented with no symptoms. Reportedly, no valve damage was detected during the explant. A bioprosthetic valve was implanted in replacement. The patient was noted to be in stable condition after the procedure.

Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The most likely cause is procedural factors.